Event description:
Reference MFR. Report number: 3006705815-2019-02087, 3006705815-2019-02088.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-02087, 3006705815-2019-02088. It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted.